Event description:
When importing datasets using the dicom image version 4.0f software, the images may be flipped right to left; the right side of the pt may be oriented on the left side of the image according to the orientation cube. There is a potential issue in that wrong area of the pt's body may be planned for treatment.